Event description:
It was reported that the left ventricular lead had a cut in the insulation. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was melted. It was noted that all conductors were distorted, all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), all conductors were melted, the inner insulation was pulled apart due to overstress, the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation, there was apparent explant damage and the lead was stretched.